Event description:
Ous MDR - this device was intended to treat a calcified lesion in the mid cfa. The balloon was inflated to np (6 atm). During further inflation a hole occurred and no higher pressure than 8 atm could be applied.

Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned passeo 18 revealed that the balloon has been in- and partially deflated during intervention. Microscopic analysis showed a pinhole in the balloon center and scratches on the balloon surface nearby the damage site. The review of the production documentation of the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. In addition to visual inspections each instrument is tested for air tightness by means of a helium leak test. Based on the conducted investigations of the device being subject to this complaint, no manufacturing or material related root cause was determined. It seems likely that the balloon pinhole was caused by external forces.